Event description:
It was reported that during a surgical procedure at the user facility, a white foreign material was falling off the hood onto the surgical site, on the skin of the pt, close to the open wound, but did not enter the open wound. No delay, no medical intervention and no adverse consequences were alleged with this event. No additional treatment was given to the pt.

Manufacturer narrative:
The hood itself was not returned for analysis, only a small sample of material that was reported to have fallen into the surgical site. Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.